Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was 218 mg/dl. The customer stated that the pump kept going through the rewind and fill tubing process. The customer was unable to exit the "preparing to prime" loop. The customer was advised to hold act until they receive 2nd series of beeps or numbers to appear on the display. The customer received the 2nd series of beeps. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The pump passed the operating currents, unexpected restart and displacement tests but alarmed compromised force sensor system during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a severely scratched lcd window, a broken belt clip slot, a cracked case at the reservoir tube window corner and cracked battery tube threads.